Manufacturer narrative:
Initial and final MDR 1889081 - device 3 of 9

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24 mar 2024, it was reported that nine infusion sets fell off during use occurred within the past 45 days. The set was in use for a day or two for all events. No further information available.